Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset process, after which the error code did not reappear. The customer was able to successfully start their sensor session following the reset.